Manufacturer narrative:
It was reported that the end user was using a catheter to improve comfort during end of life care. While inserting the catheter the nurse noticed that the balloon was not inflating and appeared to be leaking. When the nurse found the catheter to be leaking the nurse removed the catheter and inserted a new catheter. There was no serious injury noted. The sample was discarded and is not available to be returned for evaluation. No additional information is available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that while inserting the catheter the nurse noticed that the balloon was not inflating and appeared to be leaking. The nurse removed the catheter and inserted a new catheter.